Manufacturer narrative:
The company service representative examined the system and found that it met specifications. He was not able to duplicate the reported problem. The vitrectomy probe connector was replaced as a preventive measure. The system was then tested and met all product specifications.

Event description:
The surgeon reported that during a phacoemulsification procedure, they experienced difficulty in connecting the vitrectomy probe to the system. A staff member had to hold it in place to complete the case. This contributed to the enlargement of a posterior capsule tear and the anterior vitrectomy was suboptimal. The enlarged pc tear caused the doctor to convert from a planned toric iol to a sulcus fixated iol. The surgeon also reported that the chamber collapsed during the procedure.